Event description:
It was reported that during a pci procedure, the balloon ruptured at 12 atm on the second inflation. The atm reached on the initial inflation is unk. The lesion being treated was located in the 90% stenotic, calcified non-tortuous left anterior descending (lad) artery. The procedure was successfully completed with another of the same device, and there were not patient complications reported. Patient status was reported as 'good.'